Event description:
A malfunction on a pump was reported by the customer, who experienced three such occurrences in one day. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any future malfunctions occurred. The customer acknowledged the instructions provided.